Manufacturer narrative:
H6: investigation summary it was reported by the customer that the filter leak at distal connection, and one used sample of material #: 10012866 was returned. The sample was clearly broken apart at the filter inlet tubing connection, and the complaint is verified. The root cause is excessive force applied to the tubing\filter junction during use. No other failure modes observed. A device history record review for model 10012866 lot number 21059510 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris extension set experienced leakage. The following information was provided by the initial reporter: lipid filter leaking at distal connection where blue filter connects to tubing. Tubing was not connected to patient when noting defect. Defect noted while priming tubing.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. FDA notified: the initial reporter notified the FDA via medwatch #: mw5107123. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set experienced leakage. The following information was provided by the initial reporter: lipid filter leaking at distal connection where blue filter connects to tubing. Tubing was not connected to patient when noting defect. Defect noted while priming tubing.